Event description:
The procedure was performed via left cfa access on the right sfa where there was a previously placed stent (unknown make and model). The turbohawk device became stuck on the stent during the first pass. After multiple attempts to free the device, the decision was made to take the patient to surgery so that a cut down procedure could be done. In the o.r., a cut down procedure was performed and the turbohawk device and the stent were removed. After removal it was determined that the stent was a covered stent. The physician then did an open pta to the right sfa and then closed the incision site.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.